Manufacturer narrative:
(B) (4).

Event description:
A confirmed pump motor stall was reported with no motor stall recovery recorded in the event logs. The pt experienced withdrawal with nausea. The hcp was planning to replace the pump. The pump was used to deliver morphine and bupivicaine. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.